Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. Corrected fields: d9, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) three years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that distortion/severe noise in image occurred due to defective main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had an issue 45 minutes after turning the device on where multicolor noise appeared and user was unable to see endoscopic the image. The issue was found during maintenance and the same device was used to complete the operation. There was no patient involvement, no harm or user injury reported due to the event.